Event description:
The customer's daughter reports back to back results of 299 compared to the doctor's meter of 100 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.